Event description:
Healthcare professional reporting a right side "capsular contracture baker iii." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker iii".

Event description:
Healthcare professional reporting a right side "capsular contracture baker iii." The device has been explanted.